Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Control board) the evaluation confirmed the reported event of an overcurrent condition.

Event description:
It was reported on 07/11/2022 by a facility representative via sems that an ar-8305 shaver console smells like its burning, and is not responding. This was discovered during a case with no patient harm.